Manufacturer narrative:
One used forcefx-8cs generator was received, and examination of the sample confirmed an issue with the rem alarm system. The investigation isolated the issue to the calibration of the rem, but a root cause could not be identified. The probable root cause could not be determined based on the information provided. The rem was calibrated to address the condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device displayed an error message stating the rem calibration had failed. The device allowed activation when an alarm should have occurred.